Event description:
The customer observed false reactive alinity I toxo igg results for four samples that repeated negative with another method (vidas). There were no individual results provided. The customer sent the following details on the samples: sid (B)(6): (B)(6) (B)(6) 2023 sid (B)(6): (B)(6) (B)(6) 2023 sid (B)(6) (B)(6) 2023 sid (B)(6): (B)(6) (B)(6) 2023. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history review, field data review, and in house testing of retained reagent kit lot 44254be00. Return testing was not completed as returns were not available. Data and information provided were reviewed and support the complaint issue without indication for any additional issue. Ticket search by lot indicates that the reagent lot shows slightly higher complaint activity than expected. Ticket trending review did not identify any issues or trends for the complaint list number. Device history record review did not identify any non-conformances or deviations associated with the complaint lot number(s). Historical performance of alinity I toxo igg reagents was reviewed using data gathered from customers worldwide. Median value(s) for the complaint lot is within the established limits and comparable to the historical reagent lot performance indicating the performance is acceptable. In-house testing of a retained reagent kit of lot 44254be00 was performed. All specifications were met and no false reactive results were obtained, showing that the lot generates the expected results. Labeling was reviewed and found to adequately address the complaint issue. Based on the investigation, no systemic issue or deficiency of the alinity I toxo igg reagent lot 44254be00 was identified.

Manufacturer narrative:
New information added to the ticket on 05jun2023. The customer sent the following details on the samples: sid (B)(6): (B)(6) (B)(6) 2023 sid (B)(6): (B)(6) (B)(6)2023 sid (B)(6): (B)(6) (B)(6) 2023 sid (B)(6): (B)(6) (B)(6) 2023. Field d 4 lot number updated. Concomitant product list updated. Additional information added to h10.

Event description:
The customer observed false reactive alinity I toxo igg results for four samples that repeated negative with another method (vidas). There were no individual results provided. There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.